Event description:
This solicited case from the united states was received on (B)(4) 2014 from a consumer via pt support program. This case concerns a (B)(6) female who experienced headaches, neck aches, stiffness, horrible pain, nausea and was hospitalized for 3.5 days after starting treatment with synvisc one. The pt's med history, past drugs, concomitant medications or concurrent condition was not reported. On (B)(6) 2014, the pt initiated treatment with synvisc one (dose, frequency, batch lot, expiration date and indication not reported) in an unk knee. After few days, the pt experienced headaches, neck aches, stiffness, horrible pain and nausea. On (B)(6) 2014, 14 days after the first administration of synvisc one, the pt was hospitalized (cause unk) for 3.5 days. It was reported that before she was mobile enough she was transferred to rehabilitation for a week and is still going to rehabilitation on outpatient basis. Action taken: unk. Corrective treatment: not reported. Outcome: unk for all events. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Pharmacovigilance comment: sanofi co comment dated (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of this event of hospitalization; however, the lack of info regarding the underlying med history and concomitant medications used by the pt precludes the complete case assessment.